Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, upon applying a clip to the cystic artery the clip scissored. The surgeon removed the clip and continued using the device throughout the rest of the procedure. It was disposed of afterwards. There was no patient consequence reported.